Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator change out procedure, the right ventricular lead exhibited low impedance. The lead was left in place and the system was programmed to odo mode. A new lead was implanted on the patient's left side. No patient symptoms were reported; the patient would continue to be monitored.